Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated reported that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and active current measurement. However, device was received with a pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, pump error 75 alarm during self test and high sleep current measurement due moisture damage on the electronic assembly. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted during visual inspection.